Manufacturer narrative:
There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), france. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, stirrer motor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e05 code) on patient side associated to stirring mechanism that does not start. The issue occurred during maintenance activity. There was no patient involvement.